Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. It was later confirmed that ra lead had dislodged and the helix would not retract or advance as it was broken. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #243669810: (B)(4). Analysis summary for pe#: 0703148082-10 analysis transaction ID#: 243669810 model#: 5076-52 serial/lot#: (B)(4), methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: leads - common tests, leads - low voltage - bipolar, and leads - ext/ret helix. Results of analysis: based on analysis, the product had a performance issue due to operational context. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2019-06-04 16:43:32 cst pli# 10 product ID# 5076-52 the full lead was returned and analyzed no anomalies were found. The guide tooth of the lead was extrinsically damaged. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that the helix could not be tested because the helix is stretched and the guide tooth is damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. It was later confirmed that ra lead had dislodged and the helix would not retract or advance as it was broken. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.